Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device explanted approximately after implant duration of 35 months, due to fungal prosthetic valve endocarditis. Information learned from the operative report.